Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband's insulin pump was very dark and hard to read. The customer's blood glucose level was 238 mg/dl. The customer's wife reported that only bottom part of the screen was visible. She was assisted in performing self test and it was reported that the numbers were faint. The customer was assisted in troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. (B)(4).